Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/22/2025 the patient reported that the ilet screen was unresponsive during their first supply change attempt. The patient had not yet completed setup or sensor pairing and had not received training. The agent explained that performing steps out of order may cause the device to freeze and recommended allowing the ilet to fully power down and recharge to reboot. The patient was advised to wait for training before proceeding. No bg impact or adverse health effects were reported.